Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older device evaluated by MFR: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01081. It was reported that the burr was stuck on the rotawire. The target lesion was located in the coronary artery. A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were selected to treat the target lesion. During the procedure, after two successful passes, it was noted that the rotawire was pulling back. It was then observed that the distal portion of the rotawire shortened and twisted up. Flushing was noted to be running and the rotawire was clipped. The devices were removed from the patient 's body and attempted to use the same device; however, the attempt was unsuccessful. The devices were pulled out through the guide catheter. The physician then inspected the rotawire; however, it was noted that the burr was stuck on the wire. No patient complications reported. Patient status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The burr unit & the advancer unit were returned to site connected together. A guidewire was returned running through the rotablator device. The rotawire was kinked throughout the device. The rotawire could not be removed from the device. A visual examination of the complaint unit was carried out. The handshake connection was inspected and no damage was noted. The burr was microscopically examined and it was noted that the annulus was blocked. No issues were noted with the exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01081. It was reported that the burr was stuck on the rotawire. The target lesion was located in the coronary artery. A 1.50mm rotalink¿ plus and a 330cm rotawire¿ were selected to treat the target lesion. During the procedure, after two successful passes, it was noted that the rotawire was pulling back. It was then observed that the distal portion of the rotawire shortened and twisted up. Flushing was noted to be running and the rotawire was clipped. The devices were removed from the patient 's body and attempted to use the same device; however, the attempt was unsuccessful. The devices were pulled out through the guide catheter. The physician then inspected the rotawire; however, it was noted that the burr was stuck on the wire. No patient complications reported. Patient status was stable.